Event description:
It was reported that a clip applier malfunctioned during a procedure.

Manufacturer narrative:
Final investigation showed that when tested, the clip applier failed to produce the proper pinch in the clip that was fired. It was determined that a bent jaw fork led to this malfunction.